Event description:
It was reported that the item broke down during surgery due to an unknown reason. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is an instrument and is not implanted/explanted. The investigation of the complained cervical distractor has shown that one arm is indeed broken off at the joint of the variable angle. We suppose that too much mechanical force (sideways) was applied and finally caused the breakage. The review of the manufacturing documents revealed that the present instrument was manufactured in february 2011 according to the specifications. No abnormal findings were identified. The broken surface is homogenous which indicates material conformity as well. No product fault could be detected.